Manufacturer narrative:
The device has been received. Evaluation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single gripper actuation issue. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mmr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and it was noted that the anterior gripper lever was not moving smoothly, and was sticking. The physician exercised the gripper levers multiple times. The cds was brought into the left ventricle to look at the gripper lever but it could not be confirmed on echo if the gripper lever would come down. The cds was brought into the left atrium and then it was able to be confirmed on echo that the anterior gripper lever was not raising or lowering. It was decided to remove the clip still attached to the cds and 2 more clips were implanted, reducing mr to 1. After removal of the cds the issue was confirmed outside of the body. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The results of the returned device analysis observed a gripper line break and confirmed the reported single gripper actuation issue. The returned device analysis identified normal resistance while advancing the gripper lever, and therefore, the difficulty in moving the gripper lever smoothly at the account was likely associated with user technique/perception. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot specific issue. All available information was investigated and while the reported single gripper actuation issue appears to be due to the reported gripper line break a cause for the gripper line break cannot be determined. The reported difficult to open/close (gripper lever) appears to be related to expected/normal function of the device and is not indicative of a product issue. The broken gripper line was sent to the scanning electron microscopy lab (sem) for analysis to investigate the failure mode of the broken pieces. The results indicated that the fracture surface of the broken gripper line was caused by tensile stress at a slight bend in the gripper line causing a ductile shear fracture face morphology. There is no indication of a product issue with respect to manufacture, design or labeling. H6: removed device code 2983.

Event description:
This is filed to report gripper actuation. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mmr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and it was noted that the anterior gripper lever was not moving smoothly, and was sticking. The physician exercised the gripper levers multiple times. The cds was brought into the left ventricle to look at the gripper lever but it could not be confirmed on echo if the gripper lever would come down. The cds was brought into the left atrium and then it was able to be confirmed on echo that the anterior gripper lever was not raising or lowering. It was decided to remove the clip still attached to the cds and 2 more clips were implanted, reducing mr to 1. Aftr removal of the cds the issue was confirmed outside of the body. There were no adverse patient effects and there was no clinically significant delay in the procedure. Subsequent to the initially filed report the following information was provided: there was difficulty moving the gripper levers smoothly. No additional information was provided.